Event description:
During a pulsed field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. A pump was used as the method of irrigation with a flow rate of 20ml per hour. Following insertion of a farawave catheter into the faradrive sheath and treatment of four pulmonary veins were performed, the farawave catheter was removed and replaced with an orion catheter. However, air was noted in the aspiration syringe. Aspiration was repeatedly performed; however, the issue was not resolved. The sheath was replaced, and the procedure was completed without patient complications. The sheath is not expected to return for analysis as it was deemed contaminated.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.